Event description:
It was reported that during a supply change the user reached the fill tubing step, observed no drops, and then realized the cartridge had not been inserted into the ilet before pressing and holding, preventing cartridge insertion. Symptoms included no insulin flow during the attempted fill. Outcomes included successful resumption of the supply change after the system was rewound and the process was restarted with guidance, with the user indicating they could complete the procedure and would call back if issues recurred. Investigation included guided troubleshooting and education on proper supply change sequencing, including rewinding and restarting the procedure. Investigation of this case revealed user performance error related to incorrect supply change steps, with the device responding as expected once the correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error.